Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the legs of the clips were not of equal length and not formed properly. Another device was used to complete the case. There was no consequence to the pt.